Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent unspecified alarms occurred resulting in insulin deliveries suspending. Insulin deliveries were successfully resumed. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided by the customer.